Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was variable and beyond the expected upper range. The initial reported event of fracture and high impedances was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and unstable superior vena cava (svc) coil impedances. An svc coil fracture was suspected, and the svc coil was disabled via software. Additionally, the lead alert triggered, and the lead exhibited high/undefined high voltage coil impedances. The lead will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range and was variable. If information is provided in the future, a supplemental report will be issued.